Manufacturer narrative:
Manufacturer's analysis conclusion: the report of no visual display on the console could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen primary console . A data log file was retrieved successfully from the console. The retrieved log file did not capture any events on the reported event date. Events in the log spanned from march 19, 2017 to jul 5, 2017, per the timestamp. None of the events captured suggested an event which would have resulted in the console's screen going blank. The returned console was evaluated and tested by the service depot. The reported complaint was not verified during their testing. The console was tested with a test motor and flow probe. The display screen never blanked out nor shut off at any point. No issues were observed during the console's testing. Battery maintenance was performed successfully. The console was functionally tested per the centrimag 2nd gen primary console service process and the unit passed all tests. The returned console was found to function as intended. However, cosmetic defects were observed. Per management request it was determined that the console should be scrapped as a result. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual - section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual - section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual - section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that there was no visual display on the centrimag console while the patient was supported by the centrimag blood pump. There was no audible alarm and no visual display of parameters on the centrimag console. Reportedly, there was no change in patient support. The patient was switched to another console. There were no negative events noted.